Event description:
It was reported that one day post implant chest x-ray showed that the right ventricular lead had perforated the patient, a small effusion was also noted. The lead was repositioned successfully. The patient's condition was - good - after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.